Event description:
The clinician reported that almost 5 months after the dental implant was placed in ada site 19 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted an infection, pain and implant mobility in this patient with poor hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.